Manufacturer narrative:
Model was identified. Serial number remains unknown.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Calcification and stenosis of a bioprosthetic valve are well-recognized failure modes. It is known that the occurrence rate of structural valve deterioration significantly increases at an implant duration of 7 years or longer. It is also known that patients younger than 65 at implant have a higher risk to undergo reoperation due to structural valve deterioration, calcification, or stenosis. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, several patient factors most likely contributed toward the severe tricuspid stenosis of this aortic valve. The implant position, young age, and length of implant most likely contributed towards the severe stenosis of this device. However, without return of the device for evaluation, we are unable to conclusively determine root cause for the failure of this device. If additional information become available, a follow up report will be submitted.

Event description:
Through follow up with the health care provider, it was learned this valve-in-valve intervention occurred approximately seven (7) years after implant of an aortic pericardial valve in the tricuspid position. The reason for the intervention was due severe tricuspid valve stenosis.

Event description:
Reportedly, a patient with a perimount valve implanted in the tricuspid position required valve-in-valve intervention. The implant duration and reason for the intervention are unknown. The patient was noted as stable.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be done because the model and serial number of this device was not made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the procedure, the patient and the failing valve have been made available and subsequent attempts to get additional information have been unsuccessful; therefore, we are unable to determine the root cause for the intervention. If additional information becomes available, a follow up report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.